Event description:
Complainant alleged that during biomed testing the device's energy select button is unable to increase energy, however is able to decrease energy. Complainant indicated that there was no pt involvemnt in the reported malfunction.